Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient's ins was removed due to early battery depletion. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A computer longevity estimate was completed based on the parameters the device had when received for analysis. (B)(4). F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the ins was replaced and the issue had been resolved.